Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported approximately 18 days after start of the impella mechanical circulatory support to a patient with cardiomyopathy the sterile sleeve of the implanted impella 5.5 pump tore at the distal end. The tear was covered in tegaderm and support continued uninterrupted. There was no patient harm reported as a result of the event.